Event description:
A physician donned a random pair of gloves from an open box of the product. Almost immediately after putting on the gloves, the physician experienced a burning sensation in the palm of left hand (only). The gloves were removed and the physician rinsed hands with cool tap water. The medical director of occupational health examined the physician's hand and reported the injury appeared to be a cold chemical burn. The injury completely resolved itself within several hrs.